Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/21/2011 and 1/03/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported an intraocular lens (iol) was exchanged due to the patient being unable to adapt to the lens. Additional information has been requested.